Event description:
It was reported that the bd q-syte luer access split septum experienced leakage. The following information was provided by the initial reporter, translated from chinese: on (B)(6) 2022, after puncturing the indwelling needle for the patient, the nurse connected the septum joint, and then connected the infusion bottle. Fluid leaked from the joint, and the new septum joint was used.

Manufacturer narrative:
Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. Lot 1140011 is a final product lot. Q-syte subassemblies used in that final lot were built under part number 8001498 lots 1140142 and 1140146. DHR for lot 1140142 was reviewed. The lot was built, and bulk packaged on qfa line 3 from 27may2021 through 29may2021 for a total quantity of (B)(4) units. No related quality issues or deviations were found during the manufacture of the subassembly batch. DHR for lot 1140146 was reviewed. The lot was built, and bulk packaged on qfa line 3 from 24may2021 through 26may2021 for a total quantity of (B)(4) units. No related quality issues or deviations were found during the manufacture of the subassembly batch.